Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for two samples from the same patient tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory to the physician. The primary tube of the first sample was tested on (B)(6) 2017 and resulted as 352.5 miu/ml accompanied by a data flag. A new sample was taken on (B)(6) 2017. The primary tube was tested on (B)(6) 2017, resulting as 0.375 miu/ml. The sample was then poured into a secondary tube and repeated on (B)(6) 2017, resulting as 651.3 miu/ml accompanied by a data flag. The doctor stated that the patient was pregnant and he was expecting high hcgb results. The patient was not adversely affected. The hcgb reagent lot number was 15654200, with an expiration date of 09/30/2017. Based on the provided information, the issue is likely caused by improper pre-analytic sample handling. There were no tube inversions and the clotting time was too short. A general reagent issue can most likely be excluded. Controls were within range on (B)(6) 2017. It was observed that there was control imprecision. Laboratory humidity and temperature were within specifications. Recent analyzer performance testing was within specifications.